Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem connector is bent) has been confirmed. Upon eval the power brick connector was bent and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) old male pt called zoll customer support to report that his battery charger/modem would not stay plugged in. The pt was issued a replacement battery charger/modem.